Event description:
A (B)(6) male patient had passed after the device properly detected for ventricular tachycardia (vt) and asystole.

Manufacturer narrative:
Device evaluation summary: as received, the monitor was found to be fully functional, and would have not caused or contributed to the patient death. A review of the patient's data revealed that the device properly detected for ventricular tachycardia (vt) and asystole. The patient was not treated for the vt rhythm (120 bpm) since it was below the programmed threshold, set at 150 bpm. No treatment sequence was initiated for asystole, since it is a non shockable rhythm.